Event description:
This report was rec'd at the conclusion of a pre-PMA prospective 5 yr clinical study. The clinical report indicates pt experienced obstruction. Subsequently, the pt experienced obstruction and stomach/band slippage. Subsequently, the band was explanted due to stomach/band slippage.